Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that within one month of implant, the device could not be interrogated, despite using two different programmers and various other techniques. It was also noted that the patient experienced severe pain a while ago at the site. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that within one month of implant, the device could not be interrogated, despite using two different programmers and various other techniques. It was also noted that the patient experienced severe pain a while ago at the site. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.